Event description:
During the device evaluation of the bronchofibervideoscope, foreign objects were found on the switch "sc" case unit. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failure could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.